Manufacturer narrative:
Mesh exposure occurred - conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair during in 2008. The patient had been using vaginal premarin cream preoperatively and post operatively. The surgeon reported that the posterior wall was healing well and that the vaginal wall looked well estrogenized, but at the time of her six week post-operative visit, the wound had separated. The patient had related that she felt a pop and was concerned that something might have been disrupted. The surgeon excised the mesh, undermined the virginal wall, and approximated the mucosa over the mesh-free defect. The patient came back again with a separation of the wound and the surgeon brought the patient back to the or and reapproximated the mucosa. The patient came back again with a separation of the wound, and on examination the surgeon could see a small residual area of exposed mesh.